Event description:
Information received from a journal article indicates that 108 hips were implanted between (B)(6) 1983 and (B)(6) 1990. One patient had the femoral component revised due to peroneal nerve palsy. One patient had the femoral stem revised following sepsis. Fifty-nine acetabular cups were revised, with fifty-eight of those due to aseptic loosening, and one revised for sepsis. No further information has been received.

Manufacturer narrative:
The information being reported was found in the journal article titled "total hip arthroplasty with an uncemented tapered femoral component in patients younger than 50 years". The journal of arthroplasty. Vol. 26 no. 1 2011 current information is insufficient to permit conclusions as to the cause of the events. There are warnings in the package insert that state that this type of event can occur: under adverse effects it states, "early or late loosening of total hip replacement components has occurred. Early mechanical loosening may result from defective fixation or latent infection; late loosening from biological complications or mechanical problems (localized high stresses). " event details and product identification was not provided for the revision mentioned in the journal article. Initial reporter - the article was written by rey r. Mclaughlin, md, and kyla r. Lee, mdy.